Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had several motor error alarms on their insulin pump. The customer stated the alarm occurred while priming. Customer's blood glucose was 75 mg/dl. The customer declined to troubleshoot at the time of the call. No additional information provided.